Event description:
The customer reported that the scanner stopped while scanning a patient. As a result the customer initiated a second scan and it stopped again.

Manufacturer narrative:
While scanning a patient, the customer stated the scanner stopped over the patient. The customer then moved the scanner to a different location and rebooted the system. The customer attempted to rescan the patient and it stopped once again. Neurologica made multiple attempts to reach out to the customer to obtain additional information about the incident; however, no response was received. Currently, there is no additional information to determine the cause of this incident at this time. An MDR is being submitted to capture the patient rescan. It is estimated, based on worst case protocol used, that the patient received a total dose of 0.04126gy, which is below the 1gy threshold of concern. Any additional information received on this incident will be reported in a follow up MDR.